Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation using a small flexnav. The patient presented in sinus rhythm with membranous septum length of 5.1mm and calcification in the annulus. The valve was implanted at a depth of 6mm on non-coronary cusp (ncc) and 7mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. Following pre-bav, a complete atrioventricular block (cavb) occurred. Transcutaneous pacing was initiated, and the patient was returned to the ICU. Hospitalization period has not been extended for follow-up monitoring of the patient¿s heart rate. On (B)(6) 2025, a permanent pacemaker was implanted.

Manufacturer narrative:
An event of complete atrioventricular block (cavb) following pre-implantation balloon aortic valvuloplasty was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported heart block could not be determined. The unexpected medical intervention and surgical intervention were result of case-specific circumstance as temporary and permanent pacemaker were implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: a pacemaker was implanted. However, the patient developed complete atrioventricular block (cavb) upon pre-bav (pre-implantation balloon aortic valvuloplasty). In the physician¿s opinion, the navitor valve was not the direct cause of the cavb.